Manufacturer narrative:
Section b2 and g3: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6). Could not be conclusively established through this evaluation. The reported low flow alarm could not be confirmed through this evaluation. No log files were submitted for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. The IFU provides an explanation of all pump parameters, including pump flow. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient presented to the emergency department for increasing headaches, vision changes, and low flow alarms on vad. The patient had complaints of nausea, vomiting, and associated chest pain. Patient was admitted for observation. Working diagnosis currently is viral gastroenteritis. On (B)(6) 2019 computed tomography of head was negative. Neurology consult ruled out stroke or transient ischemic attack. Patient was diagnosed with migraines and started on medication. The patient was noted to have hemoglobin below 7.0 grams / deciliter (value was 6.4 grams/ deciliter on (B)(6) 2019) therefore 1 unit of packed red blood cells was transfused. No source identified. Hemoglobin slowly decreased since admission. Patient remains an inpatient with chronic headaches and pain management issues. Currently being followed by palliative care. Chest pain was not device related and due to excessive emesis. The patient's troponin and electrocardiogram were unremarkable. The patient received additional units of blood on (B)(6) 2019.